Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the inner thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 around 6:00pm the patient was on his way home when his cgm was showing 150mg/dl. Once he got home, he was sitting down with his wife (no information what was the cgm reading at this time). The patient said that his sugar level dropped on him (no information if it was his bg or cgm). He passed out and his wife called 911. While waiting for ems, his wife gave him nasal spray (baqsimi). He passed out for around 15 to 20 minutes. When he woke up, he checked his cgm was showing 250mg/dl and his bgfs was 170mg/dl, her wife gave him soda and fed him. When paramedics came he was not given medication because he was doing good. He was just asked if he wanted to be sent to the hospital in which the patient declined. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid when the patient woke up. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available